Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the guidewire became jammed. It was impossible to remove or advance the guide. By pulling, it was possible to remove the guidewire, which was completely torn. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device was not returned for analysis; however, some images of the event were provided for investigators. The images showed that the guidewire used with the catheter had unraveled. Because the device was not returned and there were not further pictures showing more details of the catheter, the cause of the stuck guidewire was not able to be determined.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the guidewire became jammed. It was impossible to remove or advance the guide. By pulling, it was possible to remove the guidewire, which was completely torn. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.